Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has confirmed the white wire was pinched at the dn plug. The root cause was unable to be identified. There was no adverse event that resulted from the damaged belt.